Manufacturer narrative:
The device was not returned to olympus for evaluation, and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. This report will be supplemented if any additional relevant information is received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image. There were no reports of patient harm.